Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. The complaint device has yet to be received and evaluated. Final eval conclusions will be the subject of a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a vpr s90 electrode sparked while being activated in the joint space, at this point they discerned that the pt had what is being described as " an immediate heart rhythm irregularity that was very brief". Because of the sparking issue, the surgeon was concerned that the fluid irrigation temperature may have risen, it was checked, was not an issue. The surgeon's concern with the brief irregular heart rhythm is that he was working very close to the "auxiliary nerve" in the joint space and is worried about damage. They used a competitors sys, smith & nephew, to complete the procedure without further incident or harm to the pt.